Manufacturer narrative:
The manufacture date of the device is 04/01/2016-04/08/2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap ¿came off¿ from the transfer set during patient use. The patient explained that their transfer set was closed and while they were doing chores around the house, they noticed that the minicap fell off the transfer set onto the floor. There was no leak and the patient ended up having their transfer set changed as a result of this event. There was no patient injury or medical intervention associated with this event. No additional information is available.